Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has sticking buttons. The blood glucose reading is 187 mg/dl. Customer stated that she was inputting the carbohydrates and the numbers kept going up and up. Now none of the buttons are responding. The insulin pump will be replaced. Nothing further reported.